Event description:
The complaint is classified based upon info the reporter/layperson gave to the customer care advocate, cca, on april 21, 2008 because the reporter was unable to speak with this senior medical affairs specialist more than a few minutes. The cca replaced products. Results are in the correct unit of measure, mg/dl. The reporter alleged the pt's one touch ultra meter was "giving incorrect readings for approx a month" according to the pt/layperson, her mother. The pt self-tests and self-treats. On one occasion, the pt compared her ultra to her other meter, branch unk and not available at time of her call. Using two separate fingersticks, the ultra result was 230 and the other meter 198 within less than 10 minutes. The comparison of 16% was within the expected variance of <=30%. The reporter alleged that on approx nine days earlier in the evening the pt "took more insulin than she should have [because of the result] after a possibly 300 something result and then bottomed out." The reporter does not know how many extra units of her "regular" insulin lispro she took. The pt takes two extra units when her blood glucose is over 200. At an unk time, the pt began sweating profusely and her knees were weak (symptoms she has when hypoglycemic). The pt self-treated with orange juice and something sweet. "My mother knows pretty much what her bg is if it is too low or too high. When it is 120 or 130 she starts sweating profusely" because the test strips had all been used, the vial was no longer available to obtain the lot number. However, the current test strips, opened the day before the call, were code 1 while the meter was set to code 9. The reporter, who typically sets the code for the reporter, reset it with help from the cca. The reporter assumes the meter was coded correctly during the incident and the comparison; however, she could not be certain since the pt tests up to six times a day and may have opened a new vial while not informing the reporter. The complaint is classified as an adverse event because the pt reportedly injected extra fast acting insulin based upon an alleged elevated meter result and later experienced hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test-strip lot number no longer available.